Event description:
It was reported by provider that the joystick cable that plugs into the controller is melted. He states the tdxsp-cg power chair had a loner joystick on it. He also states the chair is completely dead and would not charge. After investigating, the cable needs replaced. The provider states the chair is owned by the consumer and no injuries due to this melted cable.